Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t10870rn. Retains of the complaint lot were tested with a positive calibrator, no issues with d-dimer recovery were observed. The lot performed properly. Manufacturing batch records for lot t10870rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Although this catalog number (98100eu) is not approved in the united states, the event is being reported as the device is same/similar to catalog number 98100 which is available us.

Event description:
Physician complained about triage d-dimer results not correlating to ultrasonic findings. Patient underwent an arthroscopic knee examination on (B)(6) 20202. On (B)(4) patient presented to gp's office with pain in his right leg. Triage d-dimer resulted 162ng/ml. Physician cut-off for triage d-dimer: 0-400ng/ml ultrasonic findings; deep vt. Patient received medical stockings and medication xarelto. Physician stated there was no delay in treatment.